Event description:
Complainant alleged that while treating a (B)(6) female pt, the device charged energy to 120 joules, and then the display blanked out. The energy was successfully delivered the energy was charged a second time to 200 joules, and the display blanked out. The energy was successfully delivered. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.